Event description:
The facility reports they tried to use the encore with a pt. Pt was confused and drew both legs up behind them as the unit started to lift and caught one leg uner the kneepad. The pt suffered a laceration to their shin.